Manufacturer narrative:
These events were identified during a review of scientific literature. The corresponding author did not divulge specific device information or answer requests for other missing information on this medwatch report. The events in the article could not be matched to previously reported events. The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was discovered in a review of the literature article titled "analysis of the risk of shunt failure or infection related to cerebrospinal fluid cell count, protein level, and glucose levels in low-birth-weight premature infants with posthemorrhagic hydrocephalus" that a patient implanted with a strata valve experienced a shunt malfunction.